Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 3 years and 10 months following the implant of this transcatheter bioprosthetic valve in a patient with a history of percutaneous coronary intervention (pci) for calcification, the patient was hospitalized for chest pain. Subsequently, a stress positron emission tomography revealed a large area of inferolateral infarct with some peri-infarct ischemia. Coronary angiography with instantaneous wave-free ratio also revealed a left circumflex lesion. Pci was performed using a 2.25 x 12 mm non-medtronic drug eluting system. Then, the coronary artery was post-dilated distally with 2.5 mm balloon and proximal with a 3.5 mm balloon. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient did not have a coronary occlusion post implant of the valve. The patient has had multiple percutaneous coronary interventions within the last year. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.